Event description:
Reporter stated that pt's blood glucose was measured, using the advantage system, with a result of 18 mmol/l. Pt's blood glucose was reportedly retested, in the facility's lab, with a result of 8.5 mmol/l. Pt's therapy was not modified based on the value obtained on the advantage system. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in another country.